Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected usb/micro sd card cover was missing, battery access end cap had dust like contamination in it, dust-like contamination and tiny hairs/fibers in the air outlet port, water tank manifold had potential mineral deposits on them. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.